Manufacturer narrative:
One medfusion pump was received in good physical condition. The event history log was reviewed and there was a backup audible alarm post error message. The power up process was conducted and the backup audible alarm post error was unable to be duplicated at power up. The cause of the intermittent error was unable to be determined. The main board had a high profile blue token cap. The main board will be replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump alarmed failure at power up. There was no reported adverse event.